Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had weak flow. Per follow-up information received via email on 29dec2023, the device was sent in to a bd-approved facility for evaluation. The issue was not yet resolved, the device was in transit and the repair had not yet started. It was stated that the patient was involved, another device available in the hospital was used and there was no impact to the patient.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The reported issue was unconfirmed and not a manufacturing or supplier related failure therefore DHR review was not required. The reported event was unconfirmed, labeling/packaging review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had weak flow. Per follow up information received via email on 29dec2023, the device was sent in for a bd-approved facility for evaluation. The issue was not yet resolved, the device is in transit. Repair was not yet started. Patient was involved. Another device available in the hospital was used. No impact to the patient. Per sample evaluation results on 08feb2024, it was reported that the arctic sun device had dirty fill tube.